Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and foreign material inside the packaging was discovered. Right after the procedure started, it was confirmed that there was small black piece in the package of the smart touch sf catheter when the catheter was attempted to be removed from its packaging while the physician was conducting the puncture. The catheter was not taken out of the package or used on a patient. The issue was resolved by changing the catheter to another one. The procedure was completed with no patient consequence. This event is MDR reportable due to a potential risk of contamination.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smarttouch® sf bi-directional nav catheter and foreign material inside the packaging was discovered. The returned device was returned inside the box, then, it was observed that the inner pouch was closed and it was observed a black colored particle inside. A meeting with the manufacturing team was performed for awareness of this issue and to investigate the root cause of the loop condition. During the investigation, it was concluded that there is a potential that the particle was at one point fixed to the catheter and became loose during the transportation. This condition is manufacturing related since particles cannot be introduced after the pouched has been sealed and the sterile barrier created. Additionally, an awareness session was provided to the production associates to be aware of this kind of issue. A search of similar complaints from the same functional family was performed and no others complaints were found, this appears to be an isolated case. Per the foreign material found, a fourier transform infrared spectroscopy (ft-ir) was performed to identify the type of foreign material; the results demonstrated that the material is primarily composed of a nylon and polytetrafluoroethylene (ptfe) materials. The most likely source for the foreign material was identified to be the plastic component known as ¿rocker arm¿ since it shares a similar composition. Device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Regarding the foreign material found, it could have come loose during the transportation of the catheter, however, this appears to be an isolated case.